Manufacturer narrative:
G4: 13jul2020. B4: 04aug2020. H8: usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 31oct2020 g4: (B)(6)2020 h10: a speaker was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the coil resistance is excessive. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
It was reported that the ventilator had a check vent: primary alarm failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found in the ventilator diagnostic logs the error code indicating a primary alarm failed. The manufacturer¿s international service technician replaced the speaker to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.